Event description:
A user facility reported that following an intraocular lens (iol) implant procedure, the lens was explanted and replaced. The reason for the iol explant was not provided. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was not received. (B)(4).